Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure and venous insufficiency. At some time post filter deployment, it was alleged that the filter detached, tilted, struts perforated and patient diagnosed with pericardial effusion. The device has not been removed and there were no reported attempts made to retrieve the filter. The detached struts retained in the body in between vertebral body and aorta, one detached strut lodged into vertebral body, one detached strut lodged within the segmental branch of the left lingular pulmonary artery system (lung) and the patient reportedly experienced back pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review:a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven years and five months later computed tomography of chest with contrast showed embolized broken filter struts in the left lingular pulmonary artery subsegment branch and extended to periphery of left pericardium with moderate-to-large pericardial effusion. The patient experienced chest pain. Approximately one month and six days later, computed tomography (CT) revealed filter fragment in left lingular pulmonary artery sub segmental branch. No significant pericardial effusion. Migration possible and tilted to right but need coronal reformat to measure. Grade 3 perforation; ventral strut abuts duodenum (7 mm), left lateral superior strut abuts aorta (8 mm), left lateral fractured detached posterior strut abuts l3 (6 mm) and posterior struts embedded in l3 (10 mm). The filter had 12 legs, 6 each of two different lengths. Ten of the legs appeared to be intact and not fractured. One leg was fractured with the other end of the fracture outside of the blood vessel adjacent to the front of a vertebral body (spine bone). The other fractured leg was in the chest in a distal pulmonary artery branch. The tip of this fractured fragment touches the lining around heart in pericardium. The other ten legs which were intact , at least 4 had perforated through the inferior vena cava. Three of these perforated legs touch a piece of small bowel in duodenum, but not seem to perforate the organ. The 4th perforated leg has had its farthest portion become embedded in a vertebral body. The vertebral body did not show changes in its appearance. On the next day, computed tomography (CT) revealed that the filter was appreciated with struts extended beyond the inferior vena cava lumen. The struts abutted the transverse duodenum and the anterior aspect of the aorta. The strut that was anterior to the aorta did not appear intraluminal. A fragmented strut was located between the vertebral body and aorta. An additional strut was seen lodged into the vertebral body for approximately 7 mm in length. A fractured filter strut was again seen within a segmental branch of the left lingular pulmonary artery. Therefore, the investigation is confirmed for filter limb detachment, perforation of the inferior vena cava (ivc) and filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure and venous insufficiency. At some time post filter deployment, it was alleged that the filter detached, tilted, struts perforated and patient diagnosed with pericardial effusion. The device has not been removed and there were no reported attempts made to retrieve the filter. The detached struts retained in the body in between vertebral body and aorta, one detached strut lodged into vertebral body, one detached strut lodged within the segmental branch of the left lingular pulmonary artery system (lung) and the patient reportedly experienced back pain; however, the current status of the patient is unknown.